Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and incoherency.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced no audio alert and a hypoglycemic event. Patient reported she did not hear alert and the receiver was one (1) meter away from her in her bag. At the time of the event, patient was working. Patient's manager called an ambulance because patient was slurring words and not walking properly. Paramedics arrived and treated the patient with insta-glucose liquid diet supplement 24 grams, and juice - tropical flavor oasis. Patient declined to go to hospital. Additionally, patient tested the receiver's alerts and the receiver's alerts were functional. At the time of contact patient is good. No additional patient or event information was provided. No product or data were provided for evaluation. The reported no audio alert could not be confirmed. A root cause could not be determined.